Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant product(s): unknown knee tibial insert.

Event description:
Patient was revised to address loosening of the femoral and tibial components at unknown interface. Cement manufacturer is unknown. Completely revised femur and tibia but left the patella. Doi: unk dor; (B)(6) 2018; left knee.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.